Event description:
The customer reported not receiving their ordered meter on time and as a result of being unable to test, experiencing slurred speech, "bad balance", blurred vision and low sugar consistently since (B)(6) 2010. The customer also reportedly lost consciousness and was diagnosed with hypoglycemia by a doctor, however, no medical treatment was provided. The customer reported they self-treated with glucose tablets, juice and soft drink to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case does not involve a product malfunction. Since the medical event was related to a delivery issue, no product investigation is required. This is a final report. Note: the device manufacture date is unknown.